Event description:
It was reported that, "the edges of screw the driver wear down and/or round off making it difficult to remove handle from trial cup and real implant cup."

Manufacturer narrative:
Date of manufacture for lot # f6l14052: 06/22/2011. When completed, the eval summary will be submitted in a supplemental report.